Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and log file analysis. According to the provided information, the c-arm collided with the base of the treatment table. No health consequence was communicated. The analysis of the log files showed that the collision occurred in "override mode", a function in which system movement is still possible at reduced speed when normal/automatic system movement is blocked (e.g., due to an activated collision detection sensor). Furthermore, the investigation revealed that the system displayed a warning message about an imminent collision with the table. The operator manual contains adequate instructions for the safe operation of the system in "override mode". The investigation did not reveal any system malfunction. Why the system was put into "override mode" could not be determined during the investigation. The collision occurred during user-controlled system movement. There is no indication for an unintended movement of the system, thus, user inattention could be determined as root cause. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware on an incident that occurred while operating the artis pheno system. The c-arm collided with the patient table. The collision resulted in damages to the c-arm. We currently have no indications of adverse effects on the health status of patients, users or third parties. Siemens has requested additional information in order to conduct an investigation of the reported event.